Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient had been on oral antibiotics for four weeks. The patient had an urinary tract infection prior to the implant and continued taking oral antibiotics after the implant as a precaution. The patient experienced fever and her ipg site was warm to the touch. It was not confirmed that the patient had an active infection; however, the device was explanted. There were no reports of further complications.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.